Manufacturer narrative:
Block h6. Device code a0501 is being used to capture the reportable event of cap detachment. Device evaluation: block h11. The overstitch sx endoscopic suture system was not returned; therefore a visual inspection could not be performed. However, the customer provided a picture in which the device can be observed inside the bag, where it is possible to identify that one of the two straps was detached. Therefore, there is enough evidence to confirm the reported event of cap detachment of device or device component. No breakage was observed in the media content. Therefore, it is not possible to confirm the reported event of strap break. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the strap break and cap detachment of the device or device component were due to the physician's technique during the procedure or related to a device malfunction, as there is no objective evidence to confirm whether the device bag was sealed or opened. For this reason, "unable to exclude device problem" is selected as the most probable cause for these events. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the distal straps on the device broke resulting in the end cap being detached. The procedure was completed using a new overstitch sx device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6. Device code a0501 is being used to capture the reportable event of cap detachment.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the distal straps on the device broke resulting in the end cap being detached. The procedure was completed using a new overstitch sx device. There was no patient complications reported as a result of this event.